Manufacturer narrative:
This issue is likely attributed to customer misuse. This is a recurring issue with the user facility. They have been reminded multiple times to notify caregivers of the importance of first unplugging beds before movement. Stryker field technician has witness this misuse condition at the facility in the past.

Event description:
It was reported the bed had no power. No adverse consequence reported.